Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device had an insulation issue wherein the grey rubber peeled off. They opened new device to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had not been used in the treatment or diagnosis of the patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the primary wire insulation to be visible through part of the gray rubber strain relief. No bare wire was exposed. The package was unopened. The reported condition was not confirmed. The investigation found gray insulation did not completely cover the underlying insulated wires due to a short shot during the molding process. This anomaly will not affect the functioning of the device. The device functioned normally and there is no concern for patient safety. The missing gray insulation is not considered a defect. The manufacturing instructions and verification procedures define exposed metal and cut or damaged primary wire insulation as a defect. Primary wire insulation exposed through the flex relief without exposing the bare wire is not considered a defect. The device passed hipot testing around the exposed primary insulation indicating no electrical leakage. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.